Event description:
On 04/25/2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and her blood glucose was elevated to 472 mg/dl. She attempted to remove the plunger from the piston rod several times and was unsuccessful. She was advised to switch to her backup infusion device. Once connected to the backup infusion device she performed a bolus to lower her blood glucose. She then began to experience 'dry heaves" and stated that her husband and sister were with her if she needed further assistance. Upon follow up on the same day, the pt stated that she was no longer nauseated and her blood glucose measured 300 mg/dl at 5:00pm and she bolused through her backup infusion device. She was sent a plunger removal tool to remove the stuck plunger from her primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.